Event description:
Conmed biopsy forceps failed while in use during colonoscopy. The spring wire separated from the handle but remained connected to the handle by a straight wire which the spring surrounds. No patient harm but harm could occur if forceps can't close properly on withdrawal. Reported said that the handle feels different than it used to - it feels lighter. The gi staff reported this and 2 other events involving the same forceps failure.====================== manufacturer response for jumbo biopsy forcep, conmed precisor jumbo disposable biopsy forcep (per site reporter).====================== no response as yet.